Manufacturer narrative:
(B)(4). The patient recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by diarrhea, vomiting, feeling weak, and getting worse. On the same day as the onset, the patient was hospitalized for the peritonitis. Treatment for the event was not reported. Ten days later, the patient was discharged from the hospital. After nine days of discharge the patient again experienced the peritonitis and was hospitalized again but for a longer time. The outcome and cause of the peritonitis were not reported. No additional information is available.